Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedances of greater then 2000 ohms, undersensing, high thresholds and loss of capture (loc). In addition, noise and oversensing were noted. The patient was seen for a revision procedure. Under fluoroscopy, a fracture of the lead was visualized in the pocket. The lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.